Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate and static. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery gauge issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.